Manufacturer narrative:
Multiple attempts were made to obtain additional information and on the repair/service of the device that have been unsuccessful. The ventilator was no in clinical use at the time of the event occurred. There was no patient or user harm reported.

Manufacturer narrative:
Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.

Event description:
It was reported that the ventilator could not be switched to alternating current (ac) mode. Additional information about the event has been requested. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm reported.